Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device exhibited undersensing. The device sensitivity was reprogrammed, though it was noted over a week later that the undersensing was continuing. The device remains in use. No patient complications have been reported as a result of this event.